Event description:
Pt admitted with heartburn and chest pain (non-cardiac) for outpatient upper gi endoscopy. During procedure, bravo device was positioned in esophagus and attempted to release "ph capsule" and the spring mechanism failed to deploy the internal device. This warranted contacting the company's "help line" who then recommended breaking handle and removing attached internal wire(s). Capsule was then successfully attached. Pt tolerated the procedure without complications and was discharged home.